Event description:
The complaint/event involved a plum 360 driver intl eng that was reportedly on fire and burnt the patient's curtain. The biomed became aware of the event when it was returned from clinical use with a signed note from unit biomed/g6. The pump was tested at the user facility and the pump was still working and able to run, but the bottom of the device was burnt. Although a patient was involved in the event, the patient was not harmed and there were no adverse events reported.

Manufacturer narrative:
The device event log/alarm history was reviewed and no related message was identified. Customer complaint is confirmed. The power cord near the pump's retainer section was on fire. There is no damage or fray on the surface of power cord . Having measured the resistance between the live and neutral, whose resistance is zero ohm. Besides, the pump's enclosures were opened for inspection and no issues were identified with the mechanism, pcb, battery. The pump passed performance verification testing after replacing out the power cord. Probable cause: this pump was made in 2015 and the power cord has been bent so many times during operation and movement and the power cord's internal core insulator was also aging and cracked; the insulation was lost and become short circuited. This caused the fire due to heat and contact with curtain.